Event description:
During testing at the user facility, when the power supply was replaced the device began to smoke from the mechanism area. Prior to testing, the device had been returned to the biomedical department for a report of the device alarmed e302 (backlight failure). No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The device is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.